Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) intermittently failed to open the mechanism to insert the battery. The epg was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the that the external pulse generator (epg) intermittently failed to open the mechanism to insert the battery. It was indicated that the battery drawer was corroded. The epg was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.